Manufacturer narrative:
Additional information received indicated: approximately thirteen months post hvad implantation, the patient called the vad coordinator to report a fever of 102 degrees, headache, dizziness, and mild cough. Prior to this event the patient had reportedly been active and working full time as a teacher. He was admitted to the hospital three days later with a diagnosis of stroke and sepsis. A CT scan of the head performed upon admission revealed subtle increased density in the sulci over the frontal and parietal convexities consistent with subarachnoid hemorrhage. A white blood cell scan revealed a pocket of pus located under the lvad. Blood and respiratory cultures results were also positive for serratia marcescens. Follow up CT scans performed through the patient's hospitalization revealed infarct and a progression in hypodensities representing increasing ischemia. The neurologist on the case believed the stroke to be related to septic emboli due to a (B)(6) infection that had developed as a result of a dental cleaning the patient underwent several weeks prior. The patient's treatment regimen included with aspirin, a heparin infusion, and intravenous vancomycin and rifampin. During this time the pump continued to function well; however, the medical team decided to explant the pump and place the patient on a tandemheart temporarily with the goal to have him re-implanted with another heartware device after the infection had completely resolved. The patient reportedly tolerated the explant procedure well, and was transferred to the intensive care unit intubated and on inotropic support. Several weeks later; however, the patient expired as a result of complications related to infection. The treating physician does not believe this event to be related to the heartware device. The medical team believes that the hvad was functioning properly, and that the patient's death was related to an infection that had invaded the device. The explanted pump will not be returned to the manufacturer for analysis. Investigation is ongoing.

Event description:
Approximately fourteen months post hvad implantation the patient was admitted to the hospital with a diagnosis of "mini stroke" and sepsis. The source was thought to be related to septic emboli due to a staphylococcus aureus blood infection as a result of a dental cleaning patient underwent several weeks prior. A white blood cell (wbc) scan revealed a pocket of pus located under the lvad. During this time the pump continued to function well; however, the medical team decided to explant the pump and place the patient on a tandem heart temporarily with the goal to have the patient re-implanted with another heartware device after the infection had completely resolved. There have been no reported updates on the patient's current clinical status. Investigation is ongoing.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; however, attempts to understand why the product is not being returned are on-going. Additional information will be submitted within thirty (30) days of receipt. Product not available for return.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported this patient was admitted to the hospital for stroke and sepsis. Treatment included lvad explant, with the implantation of a temporary vad device, inotropes, and antibiotics. It was last reported that the patient expired. The site did not believe the event was related to the lvad pump; they stated that "it was an infection that invaded the pump but this had nothing to do with the pump itself." The device (B)(4) was not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The most probable root cause of the reported event cannot be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Stroke, infection, and death are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The heartware® system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. (DHR/review of certificate of sterility if occurred post op prior to discharge. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues.